Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1. Address information was not provided; therefore, il was used as the state. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material # mz5310 and lot # 25089063 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20aug2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Leaking at the hub to the spin collar there are no clear answers on this. It has intermittently happened, and it did happen on a patient that came from the ed this week. I have not heard of other reports of or issues with the IV after the reeducation. I will keep you posted. There were no adverse events or serious injury reported, just an inconvenience of having to fix or restart a line. This is a patient dissatisfied if we have to start a new line.